Event description:
It was reported that the valve was stuck between pressure level 0.5 and 1.0, and was not flowing. When the physician changed the pressure level, the valve spontaneously began to allow fluid to flow again.